Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button would not respond. Customer stated they would have to press the button several times to enable a response. Customer's blood glucose was 80 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.